Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing a meal while using the ilet, the user experienced hyperglycemia with a peak blood glucose of 348 mg/dl, disconnected the pump, administered insulin by injection, then reconnected to the pump several hours later following troubleshooting and a site change; the user uses a 6 mm, 23 inch infusion set and reported no tubing or cannula issues, with glucose subsequently trending down to 180 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included user interview, troubleshooting, review of infusion set and site, and guided site change. Investigation of this case revealed no device alarms and no observed mechanical problems with the infusion set or tubing, and glucose levels improved after reconnection and site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.